Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he experienced high blood glucose. The customer stated his blood glucose value was 470 mg/dl. He changed the infusion set twice and was only able to get it down to 384 mg/dl; he treated with manual injection. He did not experience any symptoms; he stated he just felt tired. During troubleshooting, no issues with air bubbles, expired insulin or settings were found. The customer removed the infusion set and found the cannula was bent. The high pressure test was not performed as he did not have a tubing clamp. The customer also mentioned having a set not stick to his skin and the site falling off. The customer was advised to change the entire infusion set, reservoir and insulin and monitor.